Manufacturer narrative:
(B)(4): physio-control provided the third party biomed technical assistance and the energy select pcb assembly part number information to trouble shoot the reported issue and repair the device. Follow up with the reporter found that the biomed received the energy select pcb and is in the process of repairing the device.

Event description:
It was reported that the device would not discharge charged energy at any other energy levels except 360 joules. The device would give a constant escalating tone and failed to discharge energy. There was no known patient use associated with the reported event.